Manufacturer narrative:
On october 22, 2021, mentor received the device lot number 5834281. Lot number 5834281 was checked in jde and it was manufactured in netherlands. Catalog: 350-7400bc the device reported in this complaint was manufactured in leiden, netherlands. Hence, doesn¿t meet the criteria for MDR reporting and therefore this is the last report that will be submitted. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer's site phone: (B)(4). Manufacturer's site fax: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation with a 400cc mentor memorygel breast implant on the left side, and with unknown size unknown gel implant on the right side and experienced left side breast implant rupture, and bilateral capsular contracture; baker grade iii postoperatively. As a result, the patient underwent bilateral explantation and replacement with similar mentor prosthesis on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.